Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the explanted device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a lead revision due to lead migration, the physician explanted the patient's lead because he was concerned the lead was damaged. The patient is reportedly doing well following the procedure.